Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af), chest pain and symptoms of asthma after a lead revision. It was reported that the low voltage lead electrode was not working and during an attempted lead revision the electrode "could not be found." No further patient complications have been reported as a result of this event.